Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the phr-review: a review of the manufacturing records indicated the device met pre-release specifications. Product investigation report conclusion: this investigation confirms partial deployment with a stuck deployment line based on the complaint description, and device migration as a result of achieving successful deployment after the stuck deployment line. The cause of the stuck deployment line and separated distal shaft cannot be established because the endoprosthesis was not available for evaluation.

Manufacturer narrative:
The manufacturing records were reviewed, and the device lot met all pre-release specifications. The cause of the stuck deployment line and separated distal shaft cannot be established because the endoprosthesis was not available for evaluation.

Manufacturer narrative:
As the prosthesis remains implanted, the delivery system was requested for further investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an external iliac artery stenosis with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that the lesion was crossed with a terumo sheath and catheter and exchanged for a supracore support wire. An 8fr sheath including the viabahn-device crossed the lesion. Then the sheath was withdrawn, and the deployment line pulled. It was reported that the viabahn-device was half deployed, when the deployment line became stuck and would not release remainder of the stent. The sheath was clearly below the viabahn-device. It was tried to re-sheathe, but the deployed segment could not be collapsed. It was stated that the sheath was placed over the non-deployed segment of the graft, the deployment line pulled with extra pressure so that the rest of the stent deployed in the sheath. The sheath was withdrawn but the viabahn-device inside the vessel had shortened and migrated to its original position. It was reported that the target lesion was ballooned with a 7mm angioplasty balloon and an additional viabahn-device was placed to reline the original device. A good outcome was achieved with this intervention and the patient discharged home next morning.